Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the unit had originally been reported for a sticky refrigerator lock related to the smart remote manager. A field service engineer (fse) cleaned and verified all cable connections to all in one unit, confirmed proper keyboard operation, and found no drawer errors. The main cabinet was verified to be in good working order. Subsequently, the fse confirmed that the latch had been replaced. The system functioned as intended after field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es qlock latch had difficulty on releasing and required multiple attempts before it opened. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es qlock latch had difficulty on releasing and required multiple attempts before it opened. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.